Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and the notification light kept flashing every 15 minutes. They reported that it was happening for more than 3 hours and there was no uncleared alarm on the insulin pump. Then they mentioned that a new battery is needed to turn it back on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.